Event description:
A consumer reports she is experiencing fuzzy, cloudy vision under certain light conditions following bilateral intraocular lens (iol) implant surgery performed in 2005. In a follow-up, the surgeon stated he has not seen the pt since 2007 and was not seen for this problem. Furthermore, he stated that "it sounds like she may have developed some pco" (posterior capsular opacity). There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 10/30/2008 by fax and mail. A completed questionnaire was received on 11/03/2008. This report was mialed to FDA on: 11/12/2008.